Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not work when it was supposed to. There were no signs of corrosion on the battery board attached inside the case. Also there were no signs of loose connectors or cold solder joints on the battery board. The vibrator motor, however, may be faulty. When the electrical boards were swapped into another known good case, the vibrator in that case did function during self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not vibrate. The customer stated that the insulin pump had no alarm. Performing a self test insulin pump did not vibrate during the vibrate test portion of the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.